Manufacturer narrative:
The hrsv was returned and evaluated. Evaluation of the hrsv revealed an intermittent video issue. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to abort the da vinci si prostatectomy procedure post-anesthesia after encountering a vision issue with the hrsv on the ssc.

Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, the surgical staff noticed that the image through the right eye of the high resolution stereo viewer (hrsv) on the surgeon side console (ssc) was blank. The surgical staff contacted an intuitive surgical inc. (Isi) technical support engineer (tse) for assistance. The surgical staff checked the touchscreen of the patient side console (psc) and the image appeared to be functioning properly. The surgical staff switched to 2d vision and power cycled the system but the vision issue was not resolved. At the time the event occurred, the patient was under anesthesia but no port incisions had been placed. Due to the vision issue, the surgeon made the decision to abort the da vinci si surgical procedure. On the same day ((B)(6) 2013) the reported vision issue occurred, an isi field service engineer (fse) performed a field evaluation at the site. Through troubleshooting, the fse was unable to replicate the reported vision issue with the right eye image of the hrsv. However, as a precaution, the fse replaced the hrsv monitor on the ssc. On (B)(6) 2013, isi contacted the robotics coordinator at the site and obtained additional information regarding the reported event. According to the robotics coordinator, the surgical procedure was rescheduled for (B)(6) 2013. However, the robotic coordinator indicated that the patient decided to have the procedure at a different unspecified location. The robotics coordinator also indicated that the patient did not experience any complications before or after the da vinci si surgical procedure was aborted. He also denied that there have been any recurrences of the reported vision issue with the hrsv.